Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module was getting a red battery alarm despite the internal battery being changed. The battery exchanged resolved the issue.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a red battery alarm was unable to be confirmed. The heartmate power module (serial number (B)(6)) was not returned for analysis. No photos, log files, or additional documents were submitted for review. Information provided by the account stated that the power module backup battery was exchanged twice and the alarm resolved after the second exchange. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including power module visual and audible alarms. Heartmate 3 instructions for use (rev. C) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.